Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on anterior, creases, and white particles on inner shell. Leak test and microscopic analysis were performed which identified a sharp opening on anterior, total delamination of the valve, creases fold, and wear abrasion. Based on the device analysis the final assessment was a sharp opening on anterior valve bond edge assessed as an unidentified (tear) opening, total delamination total of the valve assessed as adhesive failure, and creases observed but had no relationship with manufacturing. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional also reported creases. Device has been explanted.

Event description:
Healthcare professional also reported creases. Device has been explanted.